Event description:
Customer experienced low blood glucose. The paramedics were called because the customer did not wake up. The blood glucose reading at the time of the event was 46 mg/dl. Customer stated that the insulin pump alarmed no delivery. The paramedics treated customer at her residence. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.